Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that although the pink slide moved forward at pod activation, when the pod was removed the cannula was not visible and was still inside the pod, indicating it did not deploy as intended at activation. The pod has been discarded.